Event description:
It was reported that the patient had his ambicor penile prosthesis removed due to infection. A spectra concealable penile prosthesis was implanted as part of the salvage procedure. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.